Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(4). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on an alinity c processing module for one sample. Results provided: (customer provided normal range = 136 - 145 mmol/l) sid (B)(4) initial result = 117 mmol/l, repeat result on 2nd alinity c = 141.7 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on an alinity c processing module for one sample. Results provided: (customer provided normal range = 136 - 145 mmol/l) sid (B)(6) initial result = 117 mmol/l, repeat result on 2nd alinity c = 141.7 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) instructed the customer to inspect the module and replace the 1 ml syringes. No additional discrepant sodium results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data was done, and was adequate, with no trends found. A review of the alinity c processing module product monitoring review scorecard found no trends with regards to the current issue. A review of historical data found no non-conformances related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac01518 was identified. All available patient information was included. Additional patient details are not available.